Event description:
A doctor alleged that fifteen (15) patients had experienced the loss of a restoration after placement with the optibond xtr and nx3 products. This is the sixth of fifteen (15) reports.

Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. Although the doctor identified three (3) different lots of optibond xtr primer and three different lots of optibond xtr adhesive products associated with the loss of restorations, the doctor could not verify which product or which lot was used on the patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incident included adhesive (catalog #35108) from lot numbers 4989266, 4657225, and 4963034 and primer (catalog #35107) from lot numbers 4682091, 4925697, and 4674873. The patient had returned to the doctor's office with the crown. The doctor cleaned out the crown and re-cemented it. To date, the patient is doing fine. The products involved in the alleged incident were not returned; therefore, an evaluation was performed on a retained sample for each of the alleged lots, yielding results within specifications.